Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. It should be noted that while the clip was implanted in the tricuspid valve, the reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported off-label use of the device was associated with the procedure being performed on the tricuspid valve. The reported patient effects of pericardial effusion and unchanged tricuspid regurgitation (tr) appear to be related to user error/procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the pericardial effusion. It was reported this was a mitraclip procedure to treat the mitral and tricuspid valves. One clip was implanted in the mitral valve, reducing grade 4 degenerative mitral regurgitation (mr) to grade 2. While placing the clip in the tricuspid valve, a pericardial effusion was noted. It is suspected that the clip arms caused the effusion. Pericardiocentesis and a pericardial window were performed to treat the effusion. Tr remained at a grade of 4. No additional information was provided.